Event description:
It was reported that during a rotator cuff repair, the inserter tip was damaged, the damaged pieces were removed. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 5.5 footprint ultra pk suture anchor assembly, used in treatment, has been returned for evaluation. Only the inserter was returned. Visual assessment of the device confirmed the reported complaint. Approximately 1/2 inch of the distal end of the inner shaft has broken off. Functional assessment of the inserter confirmed the torque limiter functioned as intended. Disassembly of the device confirmed the break area to be pig-tailed at both ends. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.